Event description:
The customer reported incomplete (non-numeric) results were generated for the differential parameters when using the coulter lh 780 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. When the fse arrived to service the analyzer, the customer also reported that the reproducibility for reticulocyte results on the instrument was out of specification. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and adjusted the reticulocyte stain pump to resolve the issue with reproducibility of reticulocyte results. Additionally he found an issue with the cbc (complete blood count) lyse tubing from the y fitting in the bath delivery. He replaced the fitted cbc lyse restrictor tubing. (B)(4).